Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.. Additional reporter contacts: section e: (B)(6).

Event description:
An email was received regarding a 3-gang nanoclave stopcock alleging that the nanoclave on the distal end of the manifold broke off, leaving the internal component of the manifold exposed to air and stopping the infusion of medication through the manifold to the patient. There was no harm reported.

Manufacturer narrative:
One used nanoclave was returned for evaluation. Upon visual evaluation, the body of the nanoclave at the end of the set was observed to be separated. Also, a small damage was noted at the nanoclave's body, and a bent spike was noted. Hence the reported complaint of crack can be confirmed. The probable cause is unintentional bending force applied during use. A device history review could not be completed due to the unknown lot number. Updated information in e1- initial reporter address 1, initial reporter city, initial reporter email.